Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of juawf732 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the adhesion site on the statlock was not sticky, thus the device could not be fixed on the patient.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the adhesion site was not sticky was inconclusive since the statlock stabilization device was not returned for investigation. The packaging for the statlock stabilization device was the only item returned for investigation. A visual observation of the returned packaging revealed nothing remarkable. Based on the description of the reported event, possible contributing factors include repositioning of the device and patient skin type; however, since the statlock stabilization device was not returned for investigation, the reported event could not be confirmed and the root cause(s) were not identified. Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of juawf732 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the adhesion site on the statlock was not sticky, thus the device could not be fixed on the patient.